Event description:
It was reported that there was a loss of therapeutic effect. It was a gradual onset following a fall, which was not related to the stimulator, that occurred five weeks ago and the patient received four cracked ribs. The details of the fall were unknown. They did not know anything about a patient programmer (pp) and had not ever used it. They were advised to contact the patient¿s healthcare provider (hcp) to make arrangements for an appointment and request a manufacturing representative (rep) to be there. It was later reported that the patient was never issued a programmer at the implant. The patient was not sure if the stimulator was on or if it was dead. A rep was expected to meet the patient for troubleshooting. The issue was not resolved and the cause of the event was not determined. The wife of the patient felt the patient might need to be reprogrammed. They were not sure if the stimulator was on or off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n301008, implanted:(B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4) , product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was never reprogrammed after implant. The patient was seen by a manufacturer representative about a month prior to the report and the patient was very comfortable with the stimulation and receiving effective therapy. The patient was concerned if whether the fall had damaged the device or leads or if the leads had moved after the fall. It was suggested that x-rays be scheduled.